Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d10, g4, g7, h2, h3, h6 and h10 current repair: product evaluation. Product review of the skin graft mesher sn (B)(6) by dover on 23 april 2020 revealed that the pre-test calibration was out of specification. The test cut failed due to an incomplete cut. The right side plate had visible wear and the bearing was pushed out. The cutter 1:5 failed. Product repair of the device was performed by dover on 23 april 2020 which included replacement of the following: gears, collars, right side plate additional repair included the device being disassembled, cleaned, tested, and calibrated to specifications the device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of the device is completed, a follow-up/final report will be submitted. Z.s.g.m. Cutter 2:1 ratio caution: sharp; part #: 00770302000; serial #: (B)(4); z.s.g.m. Cutter 1.5:1 ratio caution: sharp; part #: 00770301500; serial #: (B)(4).

Event description:
It was reported that the device was not meshing. The customer, the living legacy foundation, is skin bank/cadaver lab and does not operate on living patients. Hence, there was no patient involvement and there were no adverse events reported as a result of this malfunction.